Event description:
A pt reported that the meter would not turn on. Unk how long the meter was not powering on. This issue was not resolved with troubleshooting. Pt did not have any symptoms. The next morning, the pt had tested on another one touch meter with a result of 275 mg/dl. There was no medical intervention or treatment given. No further info has been reported.